Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, there was no problem with the screws. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the following devices were implanted on the (B)(6) 2022: ar-2651cl (lot: 5262203); ar-8835-16 (ilot: 14999011); ar-8835l-16 (lot: 14975878) and ar-8835l-18 (lot: 14946776). The plate broke post-op without external influence. On the (B)(6) 2023 it was removed and replaced with a new clavicle fracture plate (ar-2652cl). No further information received.